Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite. Inspected all connections and installed test 3100a circuit and cap diaphragms. Bypassed customers humidifier, the unit passed the patient circuit calibration and the ventilator performance checks. The technician recommend to replaced to new unit. As a resolution, the circuit and cap diaphragms was replaced . The customer needs a newer style power button. Unit was returned to the customer in working order. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a unit wont pressurize. The customer confirmed that there was no patient involvement associated with the reported event.